Manufacturer narrative:
One cadd solis vip pump was returned for analysis. Visual inspection performed, and product found to be in good condition. Event history log review was performed and found evidence of reported problem. Visual and functional checked were performed. The customer's reported problem was verified. During investigation the pump was found to be displaying an "a4f0" code in the versions screen main manu. This reference to ui_cmd_interval_timeout "42224" error code message. Service will replace the microprocessor unit board to correct the reported problem. The problem source of the reported problem is unknown.

Event description:
Information was received that this smiths medical cadd solis vip pump exhibited "error 42224". It was not specified whether this occurred during infusion or interrupted therapy. No reported adverse effects.